Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical coordinator reported that on (B)(6) 2019, a 00mlx mlx 300w xenon lightsource began to spark and smoke during a total hip arthroplasty procedure. There was no patient contact, injury or surgical delay reported.

Manufacturer narrative:
UDI information: (B)(4). The mlx light source returned in used condition with customer applied labels. Inspection of the fuse holder found both fuses blown. In addition, there was a burnt component of the (psu) power supply unit was observed. A test-psu and new fuses were placed in the unit. Functional testing found the unit functioned properly. The reported complaint was confirmed from the evaluation. Basic psu failure/malfunction. The underlying root cause for the reported event is undetermined: review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified.